Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker exhibited unexpected battery depletion (pbd). Boston scientific technical services (ts) reviewed chronic atrial fibrillation (af). Ts noted non-sustained ventricular tachycardia (nsvt) episodes. The caller stated that the patient will have a device check and do save to disc for analysis. The pacemaker remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that in the memory dump analysis the device power consumption was elevated compared to the expected power consumption. The elevated power appeared to be correlated with the high atrial arrhythmia processing. It appears they programmed off the atrial sensing and power level returned back to normal. This pacemaker remains in service. No adverse patient effects were reported.